Event description:
It is reported that the pt was revised due to the stem breaking. Implant and explant dates are unk.

Manufacturer narrative:
This report will be amended when our investigation is complete.